Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor break. The customer¿s blood glucose level was unknown at the time of the incident. Customer report a piece of the sensor cannula being in her body she can not feel it was hurting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The sensor will not be returned for analysis.